Event description:
It was reported to boston scientific corporation that a female patient underwent a therapeutic hydrothermal ablation (hta) procedure in 2008. According to the complainant, approximately two minutes in the ablation phase of the procedure a fluid loss alarm occurred noting a 10cc loss at a rate of 24cc per minute. A visual inspection of the patient revealed nothing out of the cervix. A second tenaculum stabilizer was added and the system restarted. Upon reaching one minute into the ablation, the fluid level went down again and another 10cc loss at 24cc/minute occurred. The case was aborted since the physician could not verify where the fluid was going. The physician was concerned that perhaps with the failed previous competitor's procedure that occurred approximately three months prior; there may have been a perforation. The physician also stated that the patient had a fibroid that started to shrink during the procedure, which could have allowed fluid to escape. The physician went in laparoscopically and saw nothing visible. The physician decided to keep the patient overnight. The patient's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation since it was disposed of; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. One possible lot has been identified for the device. A review of the device history record (DHR) was performed on this lot; no evidence of a manufacturing - related potential cause for this type of event was found. A search of the lot number in our complaint database for complaints was conducted; no similar complaints has been recorded.